Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (pt rep) regarding an implantable neurostimulator (ins). The pt rep wanted to know if the pt was eligible for an MRI. The pt rep stated that they think the patient had a prior stimulator implanted and the patient had a revision in 2020. The caller did not know the reason for the replacement/revision or if there were any retained wires. Agent reviewed MRI compatibility with the caller.